Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the customer continued to use pump for insulin therapy.